Event description:
Per the clinic, the patient experienced chronic pain at the implant site, including when not using the device and had not used the device for several years. The patient also reported a preference for communication via american sign language (asl). Subsequently, the device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.